Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection of the returned device confirms the trial fem head tab is broken and the piece was not returned. The manufacture date is unknown for this device. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, a tab in the trial head snapped off, and it would not stay on the stem. There were no delays in the procedure and a backup device was available. No patient injuries reported.